Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: aneurysm enlargement concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181000/ (B)(4), plc181200/ (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® conformable aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2022, this patient underwent reintervention for a suspected unknown endoleak and enlargement of the aneurysm sac to approximately 5mm - 10mm in diameter. A gore® excluder® aortic extender component was implanted to extend the proximal trunk and two gore® excluder® contralateral leg component were implanted bilaterally to reline the previously implanted devices. The physician reports that no endoleak was able to be confirmed. The patient tolerated the procedure.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure.

Manufacturer narrative:
H6: added component code(s) b4: corrected initial implant device.

Manufacturer narrative:
Images were provided to gore and an evaluation showed the following; received one time-point for review. The images received for evaluation are before the aortic extender and contralateral leg components were implanted. Unable to confirm endoleak or aneurysm enlargement with the images received. D10: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181000/18476615 (UDI: (B)(4)), plc181200/18393345 (UDI: (B)(4)).